Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken miniloc is confirmed; however, the exact cause is unknown. One photograph of a miniloc device were returned for evaluation. An initial visual observation of the photograph showed a complete break in the extension tubing near the luer hub. No details of the break site could be discerned from the photograph. Some use residue was noted on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information 12/10. Patient receiving 4 weeks of blinatumomab through a home infusion pump. They return every 7 days for a new pump and port de-access and re-access.

Event description:
It was reported that patient's port needle tubing severed into two pieces at home while receiving blinatumomab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.